Event description:
Per the clinic, the patient experienced tinnitus and pain on the implant site for about 2 weeks in december (specific date not reported). Subsequently, the patient was treated with steroids (type, date and duration not reported) and the symptoms resolved. The implanted device remains.